Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the external pulse generator (epg) had a display issue; the display got black with less visibility. It was also noted that the display gasket, hex screw, and bail covers needed repair. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a display issue. The epg was returned for repair. There was no patient involvement.